Event description:
It was reported that the gastric bypass patient operated 2 weeks ago is being reoperated. Previous symptomatology, fainting of the patient in medical consultation, increased heart rate (150) and crp over 400. During the reoperation surgery, a collection mainly of bleeding and also a part of the open mechanical suture in the pouch area can be distinguished. An abdominal lavage is performed, the suture line is closed with 3-0 monocryl. The patient is left with drainage. Currently hospitalized patient, with a good clinical evolution, improving his symptoms. The doctor suspects that since it was not an infectious collection typical of a leak, but rather of bleeding, it was caused by post-surgical bleeding that generated a clot, which put pressure on the suture line, causing it to leak.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Where was the leak? Additional information: this is an analysis of three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show tissue handling by some surgical instruments and slight bleeding was noted on the tissue. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.